Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed that the manual 30j test failure was due to a battery not being installed into the device when it was performed. This report will be closed as device meets specification. No accessories were returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.